Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: fielder fc, sion blue. Guide cath: launcher 7fr jr3.5sh. Evaluation summary: evaluation of the returned mini trek catheter found blood and contrast visible in the inflation lumen and in the loosely folded balloon consistent with preparation and a rupture while in the patient anatomy. An indeflator, filled with water, was used to pressurize the balloon below the rated burst pressure (rbp) and fluid was observed leaking from a pinhole in the proximal taper, confirming the reported rupture. There were no scratches visible. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. The scanning electron microscopy (sem) lab analysis noted the balloon failure may be attributed to mechanical damage to the outer surface. Mechanical damage was also found proximal to the leak on the taper and at the leak edges. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. The patient anatomy was reportedly mildly calcified and totally occluded which likely contributed to the reported difficulties. It is likely that the balloon material was damaged (scratched) during interactions with the calcified lesion, such that the balloon ruptured upon the first inflation at 6 atmosphere which is below the rbp. To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. A search of the lot history record indicated no nonconformances for the lot and a search of the complaint database indicated no related incidents. There is no indication of a lot specific product quality deficiency.

Event description:
It was reported that the procedure was to treat a totally occluded lesion in the proximal right coronary artery with mild calcification. Dilatation was performed with the 2.0 x 15 mm mini trek balloon; however, the balloon ruptured at 6 atmospheres. A new trek balloon was used to continue the procedure, and xience v stents were implanted to successfully complete the procedure. There were no adverse patient effects. No additional information was provided.